Manufacturer narrative:
The customer contacted ventec to request assistance downloading the device's electronic logs and sent them to ventec for review. Ventec reviewed the electronic logs around the reported event date and time, which indicated nominal device operation. There were no alarms that would indicate there was a malfunction. The customer did not return the device to ventec for an evaluation.

Event description:
It was reported to ventec "we had a resident pass on a vent last night for an unknown amount of time and want to see the history and if any issues with the alarms. I'm concerned about the vents not alarming and not sure if it's a product issue or my staff using it incorrectly."